Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling "tired and dizzy after using a computer with a wireless card." The patient also reported that while around speakers, feels her heart "go out of synch." The patient also reports feeling tired at casinos. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were inconclusive. Records indicate the device remains in use. No further patient complications were reported as a result of this event.